Event description:
Reportedly, no possible to export cso files to paceart format for data integration (idea) in the center. Patient files corresponding to reply d devices sn; (B)(4) cannot be exported.

Event description:
In (B)(6), they need to export cso files to paceart format for data integration (idea) in the center. Cso files corresponding to reply d devices sn: (B)(6) cannot be exported.